Event description:
Five nurses complained of nausea, vomiting, and stimulus to their eyes while working in a room where disopa solution was used. None of the nurses sought medical attention and one of the nurses is pregnant. The affiliate reported that all the nurses recovered from this event. It is unknown if the room was adequately ventilated.